Event description:
Tubing separations. The intensive care personnel were checking an unspecified number of devices of the same lot number that were still in package and in hosp stock inventory. Reportedly, visual investigatin showed no issues; however, after "applying little force, the tubing separated at the location where the adhesive is applied."